Manufacturer narrative:
The event occurred on an unspecified date in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion stopped completely part way through with a half day infusor. The infusor was filled with desferrioxamine. There was no patient injury or medical intervention associated with this event. No additional information is available.